Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 591 mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. The insulin pump passed the prime test. No further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.